Manufacturer narrative:
We are in the process of evaluating this device. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.

Event description:
It was reported while using the utrawand lp device during a cardiac ablation procedure the physician noted excessive heat at his fingers and smoke was observed from the device. The ultrawand lp was primed with saline and a saline irrigation bag was hung to gravity and connected to the device to provide irrigation to the device during ablation. While ablating with the ultrawand lp the physician positioned his fingers under the pulmonary veins and did not apply his fingers to the membrane of the utrawand lp device. Excessive heat was felt at his fingers and smoke was observed from the ultrawand lp. There were no consequences to the patient. Additional information was requested but not available.